Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The insulin pump had insulin flow block alarm. The customer felt weird. The customer treated high blood glucose with manual injection and stayed on insulin pump. The insulin pump was not on auto mode at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer stated that the basal rate and bolus wizard was programmed accurately. Customer reported that bolus history displays all bolus entries based on their recollection. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.